Manufacturer narrative:
Results: one used unit was received for eval. The quality engineer microscopically inspected the returned unit and confirmed that the extension tubing was separated from the y-adapter. There was a portion of extension tubing still intact within the y-adapter and the portion of the tubing demonstrated it was bonded properly with adhesive within the y-adapter. Damaged, jagged edges and stretch marks were also observed on the extension tubing, which indicates the tubing was pulled to failure. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: the damage exhibited to the product is not inherent to the mfg process and is related to product misuse, as the pt was found with the y-adapter in his mouth. (B)(4).

Event description:
The pt had the catheter in his right hand. Nothing was going through the catheter. The pt was elderly and confused. The pt was on ccu and was found with the hub of the bd nexiva in his mouth. He thought it was "liquorice allsorts". The rest of the catheter was still in his hand.